Event description:
Attune insert shim completely split in half when trying to extract it with the trial extractor.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaint database search on the provided product code family showed similar reports for damage/cracking. Previous reports found user technique, misuse, or the use of a contraindicated cleaning chemical, as suspected root causes. Although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material. Based on the inability to determine a specific root cause, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.